Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was able to verify that the reported issue occurred by an evaluation of the electronic patient record in conjunction with the device keylog file; however, during a device evaluation, physio-control was unable to duplicate the reported issue.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.  The cause of the reported issue could not be determined.

Event description:
The customer reported that their device lost power three separate times during a patient event.  The customer indicated that the patient was being transported when the reported issue occurred and that the battery life in both batteries was measured as full.  There was no report that the patient suffered any adverse outcome as a result of the reported issue.